Event description:
It was reported via repair work order that the fowler would not stay raised and was drifting due to a sticky substanced found between the release handles and headend panel. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4) - tech cleaned returned to service.